Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was difficult to load during laparoscopic hysterectomy. The needle of the reload fell into patient's cavity and was retrieved using a hand instrument. Another device was used to complete the case. There was no patient injury.